Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level was reported as high. Manual insulin injections were used to address elevated bg. Reportedly, the customer changed supplies and resumed insulin delivery successfully.